Event description:
The doctor reported that this abutment screw fractured post restoration.

Manufacturer narrative:
The reported fracture of the abutment screw was confirmed after reviewing the x-rays provided. No lot or order number was provided and the component was not returned. Review of the product's history did not indicate a manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.